Event description:
The first symptoms to appear was irregular menstrual cycles and severe pain with them. Also I started experiencing pms severely. My stomach would swell and be hard. I would have pelvic pain, weight gain, pain shooting down both legs. Severe cramps before and during my period. Heavy bleeding. Along with mood changes and depression. Then my joints would hurt and stiffen up, all of my joints. My primary doctor did x-rays and bone density test. Which both test were normal. Then he did a crp blood test which had shown very high inflammation. My doctor thought I may have lupus. Since 2011 my joint and muscle pain has worsened and it effects my daily life. It hurts to get out of bed. I get sick very easily and suffer extreme exhaustion. My body had had weird rashes such as on my back, my chest and under my breast. About (B)(6) 2013 I developed an ovarian cyst which was extremely painful, been to the ER a few times for that until it finally burst. I have been in and out of the ER 8 times in the past year due to severe pelvic pain. Recently I was put on vicodin, tramadol for the pain of the joints and pelvic pain. When the pain meds failed, my doctor put me on prednisone which helped but caused adverse reactions. So I went to the ER and the doctor stopped the prednisone and had me take ativan. The last 2 years I have been taking meloxicam for inflammation. The past 3 months vicodin and tramadol for pain. Zofran for nausea. I found a gyn dr that said the essure coils are making me sick, that my body is rejecting them and may have developed an nickle allergy, which is in the coils. I will be having surgery (B)(6) 2014 to have the coils removed along with my fallopian tubes.